Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor failed incoming testing and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to an open r45 resistor on the computer/analog board. In addition, the monitor failed autotest. The cause for the failure was a defective k700 component on the computer/analog board. The root cause for the open r45 resistor and defective k700 resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a german patient's monitor was displaying a service code 102 (charge profile fault).